Event description:
Beckman coulter icon ds strep a. This is a point-of-care rapid test to diagnose strep throat. The printing on the test strips is upside-down as compared to the procedure card -in the box- examples. If someone were to hold the strip in a way that allowed them to read the words "control" and "test" while trying to follow the card instructions, they could read a negative test as positive, and vice versa. Diagnosis or reason for use: rapid strep test for diagnosis of strep throat.